Manufacturer narrative:
Product event summary: analysis found that the display wires were pinched but the insulation was not compromised. Two case screws were contaminated. The device passed functional testing. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use and pacing a patient via temporary epicardial wires post mitral valve repair. The epg turned itself off and stopped functioning without warning. The patient had a period of asystole and external cardiac massage was commenced. The epg was turned back on and it started pacing at the default rate of 80bpm, atrial output 10ma and ventricular output of 10 ma. The patient returned to paced rhythm. The epg was replaced with a second epg and returned for service. No further patient complications have been reported as a result of this event.